Event description:
Rep reported that the screw backed out of the device and the ratchet fell apart during surgery. Although all pieces were accounted for, and there was no patient injury, x-rays were taken to confirm nothing was left behind.

Manufacturer narrative:
Additional information has been requested. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. Upon receipt of the additional information and or investigation of the device, a follow up report will be filed.